Event description:
Pt states that normal saline syringes that she received to flush her abscess drain were recalled, and that she had an allergic skin reaction and swelling in 2008. She states that after the percutaneous drain was placed, she had a reaction to the saline that was used to flush the drain; apparently the prefilled saline syringes have since been recalled - sept 2007. The skin overlying the drain continues to be red and there is still a fair bit of pain associated with the drain site 3 weeks later. Also states that it caused an infection at her drain site. Pt indicated that the prod code was 306500 and that she called physician. Physician ordered pt to stop flushing the line. Dose or amount: 5 ml; frequency: flush; route: IV. Dates of use #1 2008. Diagnosis or reason for use: irrigation-abdominal.